Event description:
Information was received from a patient (pt) regarding an external device. It was reported that it's been taking longer to charge their implantable neurostimulator (ins). Caller explained that while charging their ins, the controller depleted from 100-60% but the ins did not increment. Caller stated they are able to charge their ins but it takes a long time. Caller stated that yesterday, it took them over two hours to charge their ins. Caller confirmed no visible damage to the recharger cord. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received the recharger but still having the same issue. Patient stated the controller goes from 80%-100% at night. Patient services (ps) asked clarifying questions and patient said the implant goes from 100% to 0% everyday for the last two weeks. Patient services (ps) reviewed if the implantable neurostimulator (ins) is depleting at night from 100% to 0% patient will need to consult with their healthcare provider (hcp) for next steps. Ps called patient back and asked patient to connect with device and patient said they are recharging the ins. Controller shows excellent recharging ins 70%, controller 60% charged. Patient stated their setting is group b, p1-3.8v, p2-p4 - 5.0v. Ps reviewed settings and usage will affect ins depleting. Ps confirmed patient did not have a fall or trauma. Ps recommend patient consult with their hcp for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported after meeting with their healthcare provider (hcp) to address the fast implant battery depletion/long recharge time, the cause was determined to be due to a program that was changed. The issue was resolved after the "program was recharge to new format". MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.